Event description:
It was reported that a patient was experiencing high pacing lead impedance on their right ventricular lead, as well as loss of capture. On (B)(6) 2022, the patient's lead was capped and replaced with a new unit. The patient was stable and discharged.